Manufacturer narrative:
Investigation summary: the sample was returned. The fm was sent for ftir analysis and results observed to be cellulose material. DHR review reported no similar defect was found in in-process and out-going inspection. No notification was raised for this defect. Investigation conclusion: the returned sample was sent for ftir analysis. The fm was observed to be cellulose which comes from paper and fabric. Root cause description: the returned sample was sent for ftir analysis and the fm found to be cellulose material which comes from paper or fabric. A communication on gmp will be conducted to the manufacturing personnel to increase awareness of the gmp requirements to ensure the cleanliness in cleanroom. This is the first occurrence for the reported non-conformance. The trend of the non-conformance will be continually monitored.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5320288. Medical device expiration date: 2020-11-30. Device manufacture date: 2015-12-17. Medical device lot #: 5320289. Medical device expiration date: 2020-11-30. Device manufacture date: 2015-12-18. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a fibrous foreign matter was found on the cannula of a bd hypoint¿ hypodermic needle before use. No injury or medical intervention.